Manufacturer narrative:
Additional information: the stent only moved to the proximal portion of the vessel before coming off of the balloon/ wire. It was stated that attempts were made to remove the stent with the wire and the balloon but the physician was unable to remove the dislodged stent. The physician then deployed the stent proximal to the mid circumflex lesion. The mid lesion was also stented. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used during a procedure to treat a moderate tortuous, moderate calcified lesion in the mid circumflex (cm) artery. There was no damage noted removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. Resistance was not encountered. It was reported that the stent dislodged during delivery to the lesion. The physician was unable to removed the dislodged stent. The stent was deployed proximal to the mid circumflex lesion. The mid lesion was also stented. The patient is doing fine and was not injured during the event.

Manufacturer narrative:
Image analysis: cine images received showed a lesion in the mid-cx. A balloon was advanced to pre-dilate the lesion. Based on the time stamps on the images returned, there is a gap of approximately 40 minutes where no images were received, it is possible that the reported stent d islodgement occurred during this time and the images were not captured on the set of procedural images received however; a stent was identified to be deployed in the proximal cx after the gap in images returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.